Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Mother reported the patient experienced hyperglycemia beginning on (B)(6) 2013, and she believes the insulin delivery of the infusion device is inaccurate. His blood glucose elevated as high as 27.2 mmol/l (489.6 mg/dl), and he delivered insulin via infusion device and pen as treatment. His diabetic nurse was contacted on (B)(6) 2013, and she recommended he switch to his backup infusion device. His blood glucose then decreased to his normal range of 6.0-10.0 mmol/l (108-180 mg/dl). He did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.